Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes.

Event description:
System was turned off by hospital ed on (B)(6) 2025 due to 60 inappropriate shocks with rv noise, out of range impedance, and possible fracture. Extraction is planned. Should additional information be received, this file will be updated.